Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had a small crack/tear in the tubing just above the clamp site. The product needed to be replaced. There was no reported patient outcome.